Manufacturer narrative:
The insulin pump had blank display due to faulty lcd driver. The device was received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, and minor scratched and cracked display window.

Event description:
The customer reported a blank screen on the insulin pump. During troubleshooting with the helpline the device was reported to have a crack. The customer did not recall the cause of the crack on the insulin pump. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).